Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. There is no information suggesting there was any malfunction or deficiency of the edwards valve. This event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Impact registry - patient ID: (B)(6), subject ID: (B)(6). Edwards received notification that an inspiris resilia valve model 11500a23 was explanted after an implant duration of 20 days due to suture dehiscence leading to moderate paravalvular leak (pvl). Indication for initial replacement was severe aortic stenosis. Patient experienced dyspnea, nyha iii symptoms and bilateral recurrent pleural effusion. Per the medical documents, the subject device was successfully implanted in full sternotomy in a (B)(6) year old patient with congenital bicuspid valve with no reported intraoperative complication. Reportedly, patient's annulus was heavily calcified at the time of the first operation and it was incomplete debrided at that time. 14 sutures with pledges were used. During the redo surgery, a plaque of calcium and a subvalvular membrane were removed. In addition, it was seen that some sutures were torn in the area where the calcium plaque was located. As reported, 23mm sizer fitted tight by the first operation. Per echo reports provided, aortic stenosis with mean gradient of 47mmhg was also observed. An inspiris resilia valve two sizes bigger (27mm) was implanted in replacement after debridement. The issue was noted as to be resolved, the patient was discharged home on pod # 22. Provided echo reports were reviewed by an independent expert in echocardiography. Per echo review, although the 09.09.2020 tte reported high transvalvular velocity and gradients, a valve area was not determined. Considering a hyperdynamic lv with basal lv cavity obliteration and tee images 1 day later revealing normal bioprosthesis leaflet appearance and motion, it appears likely that the high velocity and gradients most likely were due to high flow (related to the hyperdynamic lv, possible intracavitary flow obstruction, and possible contribution from cited aortic regurgitation) rather than prosthesis dysfunction. In addition, because after further annular debridement at re-do surgery a substantially larger valve was implanted (27 mm rather than 23 mm), prosthesis-patient mismatch also likely contributed to high transvalvular gradients.